Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors was selected use during an endovascular treatment of another manufacturer's stent graft. There was minimal calcification. It was reported that during the deployment the physician encountered difficulty in deploying one heli-fx aptus endoanchor. The physician removed the heli-fx applier and endoanchor from the patient, deployed it on the back table and re-loaded with another endoanchor from the same cassette and could successfully deploy that endoanchor. During the deployment of another heli-fx aptus endoanchor from the same cassette, half the endoanchor was implanted and the other half remained within the applier threaded tip, which was able to be discovered upon withdrawing the heli-fx applier from the hg-guide. The physician noted that this did not result in emboli in the patient and there were no identified potentially related clinical sequelae. Per the physician, the cause of the heli-fx event cannot be determined. No clinical sequelae were reported and the patient is fine.